Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported that analyzer (B)(4) was warm to touch on the initial call, than when transferred to another representative stated that the analyzer was actually hot to touch. The customer states that the I-stat was operating with rechargeable batteries. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/11/2017. Failure analysis determined that the cause for analyzer sn (B)(4) becoming hot to touch was found to be defective components d14 and q1 on the main board of downloader recharger (drc) s/n (B)(4). The drc was also replaced and returned with the analyzer. Analyzer sn (B)(4) is functioning as intended. Correction: from - I-stat1 analyzer, immuno ready, catalog# 04p75-32, sn (B)(4). To.

Event description:
Na.